Event description:
It was reported that the patient with this pacemaker went into the emergency room (ER) due to presyncope while working on a ceiling. The device was not interrogated, and the patient went home. The health care professional (hcp) had patient do a patient-initiated interrogation (pii). It was noted that there was oversensing on the right ventricular (rv) channel at the time of the presyncope that resulted in pacing inhibition. The rv lead is a non-boston scientific product. The patient experienced asystole in multiple episodes. Technical services (ts) advised the hcp to troubleshoot with the physician. The rv lead was surgically abandoned and replaced. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device exhibited noisy signals on the rv lead and the impedance gradually increased but remained within range. The issue will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker went into the emergency room (ER) due to presyncope while working on a ceiling. The device was not interrogated, and the patient went home. The health care professional (hcp) had patient do a patient-initiated interrogation (pii). It was noted that there was oversensing on the right ventricular (rv) channel at the time of the presyncope that resulted in pacing inhibition. The rv lead is a non-boston scientific product. The patient experienced asystole in multiple episodes. Technical services (ts) advised the hcp to troubleshoot with the physician. The rv lead was surgically abandoned and replaced. The device remains in use. No adverse patient effects were reported.